Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx2 abdominal aortic aneurysm stent. During the procedure, the 25 vela moved downwards (implant movement) which caused a type iiia endoleak (separation between the main body and cuff). In response the physician implanted a 28 vela (5mm proximal to 25 vela) to ensure a sealed neck; a palmaz (non-endologix) stent was also implanted to resolve the leak. However, two (2) days after the index procedure was completed, a follow-up CT was performed which confirmed that the intraoperative endoleak has persisted. The physician plans to re-intervene and will continue to monitor the patient. It is unknown if the patient is symptomatic. There have been no additional patient sequelae reported.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was unsubstantial evidence to support the reported event of vela implant movement. The resultant intraoperative type iiia and persistent type iiia endoleak are refuted by medical documentation; rather, a procedure-related harm of an intraoperative and post-operative type ii endoleak was present. Therefore, this complaint is most likely anatomy-related. The patient is awaiting a secondary repair procedure; the final patient status could not be confirmed and was not reported. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Device codes - remove 1068, 1354. Conclusion code - remove 11.

Event description:
Additional information received per clinical assessment refuting the reported type iiia endoleak; rather, an intraoperative and persistent type ii endoleak was present.